Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No ramping numbers noted. The device had scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was performed. The device was returned for analysis.